Event description:
A discordant, falsely elevated glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), and was questioned by the point of care department as it did not match results previously obtained from the patient. The sample was repeated twice on the same instrument and once on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glu result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran quality controls and performed precision studies and results were within range. The cse aligned reagent probe 5 and reran quality controls, resulting within range. The cause of the discordant, falsely elevated glu result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.